Event description:
New information received notes that programming changes were performed on 18 mar 2021 to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the patient's implantable cardioverter defibrillator exhibited a non sustained right ventricular oversensing alert due to post paced t-wave oversensing. No intervention was reported, the patient was in stable condition and would continue to be monitored.